Event description:
It was reported this patient was undergoing treatment for a hiatal hernia. During the use of this injection gold probe, the tip and approximately three inches of the guide tube detached and was retrieved from the patient using a snare and overtube. The procedure was successfully completed wtih another device and there was no reported patient complications. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under appropriate sequence number. A lot history search was performed and there were no other complaints to date for this lot number. Manufacturers believe patient anatomy and/or user technique may have contributed to this event. However, manufacturers are unable to determine the relationship between the device and the cause for this event.